Manufacturer narrative:
The visual inspection showed multiple signs of wear and tear along the lead body. Especially 8 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is most likely the cause of the reported inadequate shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. Possible factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. In addition, extraction damages were detected during the analysis. There was a severely twisted inner conductor coil near the is-1 connector pin. The strong deformations led to a conductor fracture in this area. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted and replaced approximately 26 months after implantation due to inadequate shock delivery. Should additional information become available, this file will be updated.